Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield modified skull clamp (a1059) was not returned for investigation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The issue reported by the customer could not be determined. Probable root cause for reported complaint is wear and tear of device components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the surgeon placed the mayfield modified skull clamp (a1059) on patient's head and tightened it all into place, there was some "give" once it was clamped down. The surgeon states that he knows that there will be some play but was uncomfortable with how much there was. No patient injury or surgical delay has been reported.